Manufacturer narrative:
Of the 2 devices, both lot numbers for the devices were not provided. Both samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0601610 chronic catheter repair allegedly experienced stretching. These reports were received from various sources. Both events did involve patients with no reported patient injury. The two patients were (B)(6) females; however, both patients weight were not reported.